Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the bending section rubber had a leak during user handling and water invaded the subject device. This caused adhesion of moisture to the objective lens unit and the blurry image temporarily occurred. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image was blurry on the gastrointestinal videoscope. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.